Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had recovered and been discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with a traumatic head and brain contusion with a small hematoma and su barachnoid hemorrhage. The patient had a severe headache, and the blood clot was abnormal after admission. On the second day, the blood coagulation was restored to normal. In order to prevent hydrocephalus from draining subarachnoid hemorrhage, the intracranial pr essure was monitored. After the communication was signed on (B)(6) 2019, the lumbar pool was drained. The puncture was placed smoothly, and the tube was kept for 3 days. The drainage of the cerebrospinal fluid was relatively clear, and the tube was extinct on (B)(6) 2019. After about 1 hour of extubation, the patient developed lumbrosacral pain. MRI examination of the lumbar vertebrae revealed a hematoma in the spinal canal (chest 12 - waist 2) which was obvious, and the conical pony tail was compressed. Hematoma absorption occurred after one week of conservative treatment.